Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012657599 was returned and analyzed. Visual inspection was carried out. The catheter appears intact without any visible issues. Slide function was stuck and the shape of the capture device is unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. The xray imaging revealed that there were entangled wires in the shaft near dual lumen region. In conclusion, the catheter failed the return product inspection due to entangled wires in the shaft near dual lumen region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, while trying to insert the catheter into the pulmonary vein the slide control knob could only be advanced about a third of the way. The guidewire was stored in the catheter and then safely into the sheath and removed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.